Event description:
It was reported that this patient with this right ventricular (rv) lead experienced a perforation several years ago when it was first implanted. The lead was revised when it was discovered. It was noted that the lead exhibited high capture thresholds since its implant. The impedance had a small drop in pacing impedance within the first three years of its implant. The impedance started gradually increasing thereafter. The impedance remained within range. Recently, it was discovered there was loss of capture (loc) at max output. X-ray imaging revealed no abnormalities. Technical services (ts) reviewed the reports and provided following actions. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the plan is to replace the rv lead. The lead remains in use. No additional adverse patient effects were reported.